Event description:
Procedure type: laparoscopic low anterior. Resection/double stapling. According to the reporter: anvil was connected to stapler, but there was no feeling of connection and the anvil easily disengaged from stapler. Only the anvil was replaced by a new one and firing could be done with no problem. No bleeding. No tissue damage. Additional resection was required to remove the defective anvil. Nothing fell into cavity. Operating room time was not extended. Patient is under observation. Stapler has been discarded at the site, and only the anvil will be returned.

Manufacturer narrative:
(B)(4).